Event description:
The user facility reported contamination on the right basin of their medivators advantage plus pass-thru aer. Following detection of the contamination, the unit was temporarily placed out of service and no instruments were reprocessed using the reported unit. No reports of patient harm were received. No additional issues have been reported.

Manufacturer narrative:
The contamination was noted during a routine monthly water line sampling of the aers, which is performed by the user facility biomeds. The unit was immediately placed out of service. Medivators fse visited the site and performed chemical disinfection cycles and replacement of the water filtration line into the unit. The contamination was confirmed to be resolved via water sample taken from the unit after the service event. The reported unit is confirmed to be operating according to specifications and has been brought back into service at the facility. The following language regarding water line disinfection and servicing can be found in the advantage plus pass-thru aer operator manual (50098-704, rev d page 67): "chemical disinfection of the water treatment (filtration) and delivery system must be performed on a weekly basis and whenever the 0.2 micron bacterial retentive filter is replaced." It is suspected that the facility was not completing water line disinfection at the frequency required in the operator manual which contributed to the reported event. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.